Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The pump was reset to resolve the issue. Additionally, it was reported that the wake button was sticking. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.